Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure and audio anomaly. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had battery failure alert. Troubleshooting was performed for audio anomaly. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery now alarm or battery power loss alarm noted during testing. The vibrator motor and audio tones/beeps functioned properly. Hardware low level failures alarm confirmed in the insulin pump history due to broken trace on u1 keypad assembly.